Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as sores with rash and back pain. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triamcinolone topical cream for the skin irritation. Follow up indicated that the skin irritation improved.